Event description:
It was reported a seroma in the pump pocket occurred "about ten days" after implant. It was reported it had not resolved with conservative measures such as a pressure binder. A pump fill and pocket aspiration to remove the fluid under fluoroscopy was planned on the day of this report. It was noted if this did not resolve the seroma, a possible pocket revision would occur. The device system was used to deliver dilaudid. It was later reported, the midline incision had dehisced and the "vicryl" stitch was exposed. The wound was explored and cleaned and no infection was noted. It was reported the catheter was not exposed. It was reported they would allow the wound to heal by retention. Forty five cubic centimeters was drained from the pump pocket seroma and nothing was explanted. It was reported, the patient was getting good relief with current therapy.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).